Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump had cracks that appeared underneath the touch screen. The touch screen glass was intact but there appeared to be a cracks underneath the touch screen and customer could only see partial graphics and text. Reportedly, the damage occurred after the customer stepped on the pump. Customer's blood glucose was 119 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.